Manufacturer narrative:
This report is based solely on the customer's reported issue. The device was requested to be returned and has not been received for evaluation. Review of DHR 3500cp-g mixer sn (B)(4) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported the blender will not alarm when there is only oxygen and no air is hooked up. No patient incident was reported.

Event description:
Supplemental required for device evaluation.

Manufacturer narrative:
Evaluation of the returned device confirmed the unit did not alarm during the alarm testing. Further investigation found the alarm reed appeared to be stuck down in the reed plate. If the unit is being over pressurized while alarming, this could result in the reed being blown down and becoming stuck on the reed plate. However, there is not enough information to determine if this occurred. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference fie no. (B)(4).